Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data of architect total -hcg reagent, lot 80539ud01. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending for the architect total -hcg assay did not identify any related trends. Historical performance of the architect total -hcg reagents in the field was reviewed using data gathered from customers worldwide. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Device history record review did not identify any non-conformances, potential non-conformances or deviations with the complaint lot and issue labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no system issue or deficiency of the architect total -hcg reagent, lot 80539ud01 was identified.

Event description:
The customer observed false positive alinity I b-hcg results on a 33yrs old female patient. The results provided were: sid (B)(6), initial=419.34 miu/ml (> 25.0 miu/ml =positive) /repeated =< 1.2 miu/ml (< or =5.0 miu/ml=negative) there was no reported impact to patient management.

Event description:
The customer observed false positive alinity I b-hcg results on a 33yrs old female patient. The results provided were: sid (B)(6) initial=419.34 miu/ml (> 25.0 miu/ml =positive) /repeated =< 1.2 miu/ml (< or =5.0 miu/ml=negative) . There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.